Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported deaths. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the patient deaths. This article discusses mitral valve replacement following failed mitraclip procedures. The article concluded that re-do mitral surgery is a potential alternative to open-heart surgery without compromise of quality. Although some complications were noted with the mitraclip, the complications specifically for the mitraclip device included rehospitalization, surgical intervention and patient deaths. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿totally thoracoscopic redo mitral valve replacement for a high-risk patient following failed mitraclip procedure.¿

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. Date of explant - estimated. The clips were explanted and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached article, titled ¿totally thoracoscopic redo mitral valve replacement for a high-risk patient following failed mitraclip procedure.¿ the rehospitalizations and surgical interventions mentioned are captured under a separate medwatch report.